Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. It was also reported that the lead had delivered inappropriate high voltage therapy due to the noise. The rv lead was capped and replaced in order to resolve the event. The patient was stable and there were no adverse consequences.